Event description:
In the abundance of caution, this issue is being reported: systems involved: coherence therapist workspace (rtt version 2.0 and 2.1) coherence oncologist workspace (md, version 2.0). Image shift when filtering is applied and if there is a correction factor applied to the image as a result of a rotation of the flat panel imager. Potential for mistreatment if the image is shifted so that the image isocenter does not correspond to the machine isocenter.

Manufacturer narrative:
Add'l model #: md2.0. Investigation describes the workflow as: acquire a portal image with coherence therapist 2.0 or 2.1. Invoke an interactive shift to calculate an offset. Save the image. Send the image to an oncologist workspace via the results dialoge. Load this image into the coherence oncologist (version 2.0) or therapist 2.0/2.1 workspace. Verify the offset calculation. Apply a filter to the portal image. At this point, the portal image will shift and the user may recalculate the offset based on the shifted image. Investigation determined that this issue will only occur if there is a correction factor applied to the image for rotation of the flat panel imager (a nonzero value for the xray receptor angle). A very specific use. Risk analysis has been completed and has determined that a customer safety advisory letter to be sent to all customers with coherence therapist and oncologist workstations is a mitigation for this issue until a software fix has been implemented.